Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 11th december, 2018 getinge became aware of an issue with one of surgical lights- volista standop. As it was stated, the locking screw was missing on the summit. There was no injury reported howeverwe decided to report the issue in abundance of caution as any art falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
On 11th december, 2018 getinge became aware of an issue with one of surgical lights- volista standop. As it was stated, the main tube¿s screw was missing. There was no injury reported however decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may lead to contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as the main tube¿s screw was missing on the device. In the time when the event occurred, the device was not being used for patient treatment and it contributed to the event. We have been able to confirm that the investigated issue has not led to serious injury or worse. Unfortunately, the subject matter experts with the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor to provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number (B)(4).